Event description:
In 2007, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. While in the recovery room, the patient experienced a stroke. The physician attributed this event to wire manipulation during the procedure. The patient did not have a coronary artery bypass graft, but did have atherosclerotic disease. Currently, the patient is symptomatic for a left-sided hemisphere stroke with aphasic left-sided paralysis. The physician believes that manipulation of the guidewire during the procedure caused the stroke.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.